Event description:
It was reported that the right atrial (ra) lead exhibited no sensing or capture. It was determined that the ra lead had dislodged. The physician could not place a stylet down the lead so the physician capped and replaced the lead. No patient complications have been reported as a result of this event.